Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the swg (spring wire guide) was kinked prior to the patient use.

Event description:
The customer reports that the swg (spring wire guide) was kinked prior to the patient use.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) within the advancer tubing for evaluation. Visual examination of the guide wire revealed one kink in the guide wire body in the location over the thumb guide. This portion of the swg would not be protected during shipping. However, signs of use in the form of biological material was observed on the guide wire, which contradicts the customer reported time of discovery. The j-bend was also misshapen. Microscopic examination confirmed both welds were present and spherical. The kink in the guide wire body was located at 550mm from the proximal end. The total length of the guide wire measured to be 599mm which is within specifications of 596mm - 604 mm per swg product drawing. The outer diameter of the guide wire measured to be 0.793mm, which is within specifications of 0.788mm - 0.826mm per product drawing. The returned guide wire was advanced through an 18ga lab inventory needle & lab inventory ars syringe with minimal resistance. Resistance was only encountered at the kinked portions of the guidewire. A manual tug test confirmed the distal and proximal welds were fully intact. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with the kit includes the following warnings, cautions and instructions for the user: "do not use if package is damaged." "Do not cut spring-wire guide to alter length." "Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." "If resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel." "Do not apply undue force on guidewire to reduce risk of possible breakage." "Do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." "Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." "Clinicians must be aware of potential entrapment of the guidewire by an implanted device in circulatory system. It is recommended that if patient has a circulatory system implant, catheter procedure be done under direct visualization to reduce risk of guidewire entrapment." The customer report of guide wire damage was confirmed by complaint investigation of the returned sample. The guidewire was kinked. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. The guide wire was returned within its advancer tubing. The tubing showed no kinks or stress marks. The portion of the guide wire that kinked was not protected by the advancer tubing. The customer reported the defect was found prior to use; however, the returned guide wire contained obvious signs of use. Therefore, the root cause of this issue could not be determined due to the discrepancy between the returned sample and the reported complaint by the customer. Teleflex will continue to monitor and trend for reports of this nature.